Event description:
Intravenous therapy registered nurse went to use introducer in PICC(peripherally inserted central catheter) kit after successfully inserting guide wire. Ivt rn opened two PICC kits to obtain two introducers, but neither was successful. Ivt rn unable to thread in introducer as both times the peel away sheath was splitting while inserting the dilator. Ivt was able to use a bigger introducer instead and was successful with no issue. Reference report: mw5164781.